Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Full e1 address establishment name: (B)(6) hospital.

Event description:
It was reported the video system center had a b40 error code. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with correction to d8, d9 and an update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it is presumed that the error code b40 occurred due to failure of the printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.